Event description:
It was reported that during the procedural preparation of a 4x30mm rx viatrac balloon dilatation catheter (bdc), when the device was removed from its package a clear and obvious crack was noted at at the link with the pressure syringe [hub]. The bdc was replaced with another viatrac 14 plus and the procedure was completed. There was no patient involvement nor clinical delay. Subsequent to the initially reported event the device was received and a functional test was performed. A leak was noted at the nosepiece break in the hub. The account confirmed that the leak was noted during the inflation of the device while inside the anatomy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported break and leak were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported complaints could not be determined. It was reported that the leak was noted during the inflation of the device while inside the anatomy. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. Return device analysis noted contrast on the device, which indicates that the device was prepped for use and the account confirmed that it was advanced in the anatomy. In this case, it is possible that the balloon dilatation catheter (bdc) was inadvertently mishandled during preparation and/or advancement such that the nose piece became damaged (broke) and ultimately leaked during attempts to inflate the device; however, a conclusive cause cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.